Manufacturer narrative:
A partial lead with the lead tip measuring 52.5cm was returned for analysis. External insulation abrasion was noted at 8.2-9.0cm and 10.1-10.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 11.4-15.4cm from the distal tip. Internal insulation abrasion was noted at 27.3-29.0cm from the distal tip.the etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal follow-up, externalized conductors and high capture threshold were observed. Patient was asymptomatic. The lead was explanted and replaced. Patient was fine.